Manufacturer narrative:
Literature citation: minimum two-year results of a fixed-bearing total ankle arthroplasty. Foot & ankle international. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported in "minimum two-year results of a fixed-bearing total ankle arthroplasty" that thirty-one (31) primary infinity taas were performed beginning july 2014 in 19 males and 12 females with a minimum clinical follow-up of 24 (range, 24-35) months. The average age of 31 patients was 67 (range, 44-87) years. Cofas classification was 1 (n = 9), 2 (n = 8), 3 (n = 2), or 4 (n = 12). The indication for surgery was primary osteoarthritis in 15 cases, posttraumatic arthritis in 14 cases, and inflammatory arthritis in 2 cases. One patient required staged tibial deformity correction prior to taa. Additional procedures included 1 lateral ligament stabilisation, 1 calcaneal osteotomy and 2 gastrocnemius lengthenings. One case of delayed wound healing was reported.